Event description:
It was reported by the customer that during a knee procedure, the pressure increased almost instantaneously to 200 and caused the fluid to overflow. They were able to complete the procedure, but they did report that there was some soft tissue injury due to the pressure spike. At this point in time, this is all of the information that has been supplied to mitek. Ther are questions out for clarity and further detail.

Manufacturer narrative:
Per follow-up e-mail correspondence with the reporting facility&apos;s risk manager we received the following: good morning, there is no injury to the patient here at (B)(6) hospital. Reviewing our policy on self-reporting. This is not a serious/ death injury. Thank you, (B)(6). At this point in time, no further action is warranted.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting receipt of complaint device.